Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to open was not determined. The distal section of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open. Additional steps included retrieving and deploying again, but it still couldn't be opened.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker or with the re-sheathing pad. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The pushwire was bent at 75.0cm from the distal tip. The braid¿s distal and proximal ends are fully opened and frayed, while the middle part of the braid is opened with no damage. No other anomalies were noted. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open¿ complaint was not confirmed, as the returned pipeline flex braid¿s distal and proximal ends are fully opened with fraying. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and damaged braid. The user reported moderate vessel tortuosity, and the braid was not placed in the vessel bend, therefore ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. The damaged braid could have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/re-sheathing delivery wire against resistance. However, the cause of the braid damage could not be determined. In addition, from the damage seen on the hypotube (stretching), braid (fraying), and pushwire (bent), it appears that a high force was used. The damage may have occurred when the user attempted to advance/retrieve the pipeline flex through the catheter against resistance. However, the cause of the resistance could not be determined. Possible resistance causes include a damaged/incompatible catheter and a lack of continuous flush with heparinized saline during delivery. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ped-400-20 (b659899); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two pipelines failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the posterior communicating artery with a max diameter of 5 mm and a 4 mm neck diameter. Landing zone: distal: 4 mm and proximal: 4.1 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The angiographic result post procedure showed an aneurysm embolization. It was reported that an intracranial aneurysm embolization was performed with a blood flow diversion dense mesh stent. After the catheter was in place, the vessel diameter was measured and the ped-425-20 stent was selected, but the stent could not be opened. After multiple attempts, it still could not be opened. The stent was then removed and replaced with a ped-400-20 model, but this stent still could not be opened. After multiple attempts, the entire system was removed and replaced with a stent to assist in embolization, and the operation was successfully completed. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.